Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. It was reported that the returned controllers were showing improper results. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller con183098 revealed that the unit passed visual inspection but failed functional testing. The battery capacity led display on the controller was not displaying the proper capacity; when a fully charged battery was connected to either power port, the led display on the controller was displaying a charge that was representative of a lower charged battery. Supplemental testing revealed that the flex connector that connects the overlay display to the printed circuit board was found partially torn. The led indicators on the overlay regain functionality when the flex connector was replaced. Failure analysis of controller con183296 revealed that the unit passed visual inspection but failed functional testing. The controller was able to power up and run a motor fixture but was unable to display any information on the display or led indicators. Supplemental testing revealed that the front panel connectors were not seated and locked properly to the printed circuit board. Additionally, supplemental testing revealed that the flex connector that connects the overlay display to the printed circuit board was found partially torn. The front panel display and led indicators regain functionality when the front panel connector was reconnected and the flex connector was replaced. Additionally, controller con183296 was found with an improperly connected front panel connector. It's possible the controllers were previously opened when in use during the field as both controllers met requirements, during manufacturing and prior to their release to the field. Based on the available information, the most likely root cause of the reported event can be attributed to a torn flex connector on con183098 and con183296. Con183098 - controller / catalog number 1408 / expiration date 05-31-2014 (B)(4). Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controllers in the demonstration kit were showing improper results. There was no patient involvement. No additional information provided.